Manufacturer narrative:
Follow-up #1: date of submission 07/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/24/2015 with the following findings: there was a crack at the top of the battery compartment. The battery compartment was found to be the site of a leak and moisture was present in the battery compartment.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the pump battery compartment was damaged. In addition, it was noted that there was moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.